Manufacturer narrative:
Evaluation and investigation in progress.

Event description:
Urethral sloughing. Received a call from healthtronics indicating doctor was questioning whether the new warmers are as effective as the old warmers he'd been used to. The old warmers could be dialed up to display 43 degrees and the new warmers cannot be changed and display 40. This is stemming from a second treatment where the doctor reported urethral sloughing. The first treatment was on (B)(6) 2018 and reported on 3008262715-2018-00009 / (B)(4).

Manufacturer narrative:
The field service engineer (fse) was informed by the technician that there are two urethral warming systems (uws) that could have potentially been used as they are often swapped between cryoablation systems, therefore both uws were tested as it was unclear which was used on the day of the treatment. S/n (B)(4) & s/n (B)(4) were tested by performing a manufacturer inspection procedure and completing a preventive maintenance procedure. Both suspected devices (s/n (B)(4) and s/n (B)(4)) were tested and found to be operating within range of manufacturer's specification. Field service management reviewed all documentation created in validating, verifying and approving the change from the previous warmer to the new warmer, no issues were identified.

Event description:
Urethral sloughing. Received a call from healthtronics indicating doctor was questioning whether the new warmers are as effective as the old warmers he'd been used to. The old warmers could be dialed up to display 43 degrees and the new warmers cannot be changed and display 40. This is stemming from a second treatment where the doctor reported urethral sloughing. The first treatment was on (B)(6) 2018 and reported on 3008262715-2018-00009 / pc18-0027.